Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse). Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was removed without any issues. The instrument passed the cut and seal on several attempts. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the vessel sealer extend (vse) started moving back and forth without being controlled by surgeon. Surgeon had a hard time retrieving item and unloading it from inserted trocar. The procedure was completing as planned with no reported injury and less than a 15-minute delay. Intuitive followed up with the initial reporter and did not receive any additional information.